Event description:
It was reported that, "shell implanted and when trailing, when went to dislocate, it ripped the shell out of the acetabulum. Used trident psl instead."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.